Manufacturer narrative:
The pump no button response due to corroded keypad traces. No button error alarms noted. No blank display noted when battery was inserted into the battery tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display, button error, and unresponsive keypad. The blood glucose at the time of the incident was 121 mg/dl. The customer states she received button error alarm, the buttons were unresponsive, and the display went blank. Troubleshooting was not completed because the customer was not able to do any troubleshooting. The device will be returned for analysis.